Manufacturer narrative:
The user facility performed the repair on the device.

Event description:
It was reported that the access door and siderail would not stay latched/locked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.